Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The complaint device was returned for evaluation. The reported leak was not confirmed via returned device analysis. In this case, the discrepancy between what was reported (sgc leak during cds retraction) and what device analysis observed (sgc held fluid column) is likely due to the user technique / procedural conditions during cds retraction. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed because during use of the steerable guiding catheter (sgc) a leak was observed in the hemostasis valve which required the use of continuous aspiration to prevent air from being introduced into the anatomy. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first clip delivery system (cds) was advanced to the mitral valve leaflets and the clip was deployed without issue. The mr was reduced to 2-3. During removal of the cds, it was observed that the hemostatic valve on the steerable guiding catheter (sgc) was leaking. The cds was extracted under aspiration, the stopcock closed to the sgc, and aspiration was stopped. However, the fluid-column was not stable and continuous aspiration was needed to prevent air from being introduced into the anatomy. The sgc was successfully removed and replaced. A new sgc was used to continue the procedure. With two clips implanted, the mr was reduced to 1-2. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer corrected from no to yes.